Manufacturer narrative:
Device evaluated by MFR: the returned product was a jetstream xc-2.4 atherectomy catheter. The device was visually and microscopically analyzed for any defects. No damage was noticed on the shaft. A .014 test spider wire was inserted into the jetstream shaft and it was noticed as the wire transcended past the tip that the coating was being peeled from the wire shaft. The wire was exchanged for another test guidewire which was a .014 thruway wire and the test was performed. The coating also peeled from this wire. The functionality of the device was checked and the device primed and ran as designed. No error or issues were observed. The device ran for a period of 2 minutes with no issues. The complaint device was received as well as media from the customer site. The media was reviewed and shows the guidewire being inserted into the jetstream device and the coating was being peeled from the wire surface. The device distal cutter was removed and sent for scanning electronic microscopic (sem) images of the chamfered area of the component. The sem images showed that the chamfer on this part was rough.

Event description:
It was reported that the jetstream device peeled the coating from the wire. A 2.4mm jetstream xc catheter was selected for use in the femoropopleteal artery. Upon introducing the jetstream catheter on the filter wire outside the patient, the coating peeled off of the wire. The phenomenon occurred with another wire as well. There were no patient complications and the patient's status was good.

Event description:
It was reported that the jetstream device peeled the coating from the wire. A 2.4mm jetstream xc catheter was selected for use in the femoropopliteal artery. Upon introducing the jetstream catheter on the filter wire outside the patient, the coating peeled off of the wire. The phenomenon occurred with another wire as well. There were no patient complications and the patient's status was good.